Manufacturer narrative:
Entire form filled out by manufacturer.

Event description:
In 2009, received explant lead from st jude. No information provided. Used serial number from lead to identify patient. The following month, sent an investigation letter to the physician on file.